Manufacturer narrative:
No samples were returned for evaluation. The root cause of the reported issue could not be determined.

Event description:
The customer reported the trocar was too tight for the instruments. The customer opened another pack and changed the trocar. The case was completed with no pt injury.